Event description:
A home pt's nurse contacted baxter's technical svc ctr regarding a system error 2240 message that appeared on the display of the home pt's homechoice machine during the initial drain cycle of their automated peritoneal dialysis therapy. Per initial report, baxter's technical svc ctr assisted the home pt's nurse in ending therapy early. No pt injury or medical intervention was indicated at the time of the initial report.

Manufacturer narrative:
Baxter's qa dept was unable to contact the home pt or nurse to review proper procedures.